Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 42 mg/dl. The patient treated with glucose tablets and food. Troubleshooting for the low and to inspect the pump was declined. The insulin pump was not returned or replaced.